Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker was found in backup operation. The device was unable to be reset. It was noted that the device battery was significantly low and that a positron emission tomography (pet) scan could have triggered backup mode. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of device in backup mode was not confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.